Event description:
As reported, the first precise stent (pc1040xce/ lot 15716370) stent could only be deployed with high effort. The stent was placed inaccurately and part of the lesion was left untreated after the initial stent was placed, so the physician decided to place a precise second stent to cover the entire lesion. No patient consequences reported. The age and gender of the patient is unknown. The target lesion location was the internal carotid artery (side unknown). The vessel was described as calcified. The product was properly inspected and prepped and no anomalies were noted. The lesion was not pre-dilated. There was no difficulty encountered while advancing/tracking the sds towards the lesion or crossing the lesion. The user did maintain a fixed inner shaft position during deployment. When attempting to deploy, the stent could only be deployed with high effort. The stent was placed inaccurately and another stent was deployed to cover the entire lesion. There was no adverse patient consequence reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported the precise stent could only be deployed with high effort resulting in inaccurate placement. Part of the lesion was left untreated so the physician decided to place a second precise stent to cover the entire lesion. There was no reported patient injury. The target lesion location was a calcified internal carotid artery (side unknown). The product was properly inspected and prepped and no anomalies were noted. The lesion was not pre-dilated. There was no difficulty encountered while advancing/tracking the sds towards the lesion or crossing the lesion. The user maintained a fixed inner shaft position during deployment. When attempting to deploy, the stent could only be deployed with high effort. The stent was placed inaccurately and another stent was deployed to cover the entire lesion. There was no adverse patient consequence reported. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.